Event description:
Healthcare professional reported, right side device rupture. Diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: the assessments of the complaint are: rupture: observed, two openings on posterior side assessed, as unidentified (tear) opening shell thickness within specification. Additional observations: no other observations observed. Visual analysis of the photographs identified, rupture- breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side device rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 21dec2023. Additional, changed, and/or corrected data: d9

Event description:
Healthcare professional reported right side device rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.